Event description:
Pt complained of high bgs. After troubleshooting it was found that the driver block was not advancing down the leadscrew. Pt's bgs returned within normal limits by manual injection.